Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Locking handle is loose when clamped down with the trial stem.

Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned product confirmed the reported event of a loose handle. Functional testing with a depuy retained broach confirmed the handle did not hold the broach securely. The overall condition of the device suggests heavy usage. The root cause is attributed to heavy usage/wear out. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.